Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, medication was given to treat the event.

Manufacturer narrative:
(B)(4). Upn corrected from unk571 to h7493902538250. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07033. It was further reported that malposition did not happen on the study stent as previously reported. In (B)(6) 2014, ECG was performed and the patient was diagnosed for q-wave stemi and not q-wave mi as previously reported. It was observed that the patient experienced ischemic symptoms. Two days later, delayed stent malposition in the proximal part of the 16mm x 2.75mm taxus¿ element¿ drug-eluting stent placed in rca was noted. Stent thrombosis of the previously placed study stents located in the proximal rca extending to mid rca was treated with balloon angioplasty with good immediate results.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07033. It was further reported that malposition did not happen on the study stent as previously reported. In april 2014 ECG was performed and the patient was diagnosed for q-wave stemi and not q-wave mi as previously reported. It was observed that the patient experienced ischemic symptoms. Two days later, delayed stent malposition in the proximal part of the 16mm x 2.75mm taxus¿ element¿ drug-eluting stent placed in rca was noted. Stent thrombosis of the previously placed study stents located in the proximal rca extending to mid rca was treated with balloon angioplasty with good immediate results.

Event description:
(B)(4) clinical study. It was reported that stent malposition occurred and the patient experienced myocardial infarction. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization which revealed 2 target lesions. Target lesion #1 was a de novo mild lesion of an unknown stent located in the 1st diagonal artery with 80% stenosis and was 5 mm long with a reference vessel diameter of 2.3 mm. Target lesion #1 was treated with direct stent placement using a 2.25 mm x 8 mm taxus element paclitaxel-eluting coronary stent system resulting to 0% residual stenosis. Target lesion #2 was a de novo totally occluded lesion of an unknown stent located in the mid right coronary artery (rca) with 100% stenosis and was 28 mm long with a reference vessel diameter of 2.7 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 mm x 38 mm taxus element paclitaxel-eluting coronary stent system resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with recurrent precordial chest pain radiating to the jaw, together with nausea and extreme fatigue, was diagnosed for st segment elevation myocardial infarction (stemi) and was admitted on the same day. ECG was performed and the patient's ck-total and troponin values were found to be elevated and an event of q-wave mi was reported. Two days post admission, selective coronary angiography was performed which revealed thrombi in the proximal and middle segments of the implanted stents in the rca with delayed stent malposition in the proximal rca. The patient underwent coronary balloon angioplasty for proximal and middle segments of the rca with good immediate results. Three days post revascularization, the event was considered to be resolved without residual effects and the patient was discharged.